Event description:
An issue with the probe of unicel dxh 800 coulter cellular analysis system was identified during internal testing of the instrument. The probe contains fluid when it is changed. There is a potential for bio-hazardous spills onto an operator when replacing the probe. There is no death, injury, or impact to patient treatment associated with this event.

Manufacturer narrative:
The "change aspiration probe" procedure prepares the system by moving the sample aspiration module (sam) to the appropriate position so that the user can change the probe. As a part of the control measure for this issue, software design implementation must force the "change aspiration probe" procedure to empty the fluid from the probe prior to instructing the operator to replace the probe. (B)(4).